Event description:
It was reported that the patient presented for follow up with far r-wave oversensing exhibited by the implantable cardioverter defibrillator. Further information was requested, but not received.

Manufacturer narrative:
Additional information: section e for clinic information.

Event description:
New information received noted that programming changes were made. The patient was asymptomatic and stable.